Manufacturer narrative:
A visual and microscopic examination identified distal stent damage. The struts on row 1 from the distal edge were raised. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4)

Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, stent damage occurred. The target lesion was located in the distal right coronary artery (rca). Upon preparation of a taxus liberte' 2.50x28mm stent, the physician removed the device from the protector hoop and the madrel was removed from the device. At this point the physician noticed the distal edge of the stent was flared. The procedure was completed with another of the same device. No patient complications were reported and the patient status is reported as "good".